Event description:
Clinical report and sales-rep submitted reported indicates patient was revised to address metallosis pain associated with a malpositioned cup. Update: (B)(6) 2013 - x-rays received. No new information received that would change the existing MDR decision. Update: litigation papers received (B)(6) 2014. Litigation alleges pain and difficulty ambulating. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
X-rays were provided and reviewed. It cannot be determined, with the x-rays provided, that the complaint is product related. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Event description:
Clinical report and sales-rep submitted reported indicates patient was revised to address metalosis pain associated with a malpositioned cup.

Manufacturer narrative:
Update rec'd 5/27/2014¿ pfs and medical records received. After review of the medical records the revision operative note indicated the cup was well fixed and positioned, but had to explanted to achieve stability as there was profound anterior instability and impinged posteriorly. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. No additional information has been obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds a similar reported incident against the provided product and lot combination for the pinnacle mtl ins (B)(4). A complaint database search finds no other reported incidents against the provided product and lot combinations for the remaining products. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.(B)(4).

Event description:
Update 2/19/16, 2/24/16 medical records received. Medical records reviewed for MDR reportability. Patient had an MRI dated (B)(6) 2012 that reported small fluid collection, tendonosis, ad severe attenuation of the entire labrum with mild marrow edema of the left acetabular periphery. The revision surgical note reported a metal-on-metal hypersensitivity reaction, normal level of metal ions in the blood, there is no new additional information that would affect the existing investigation. The complaint was updated on: mar 3, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.